Event description:
The device was implanted on 2/10/97 for right subclavian infusion of chemotherapy. On 4/9/97, the facility risk manager contacted a MFR nurse and reported that the pt was seen by her surgeon to remove the device because it was "not functioning". Upon removal, it was noted that a piece of the device catheter was still in the vessel. C-arm fluoroscopy revealed the catheter to be in the right superior vena cava. It was necessary to retrieve the remaining portion with an angiocath snare to prevent the catheter from lodging in the heart. This info was copied from medwatch report 1000920000-1997-0001 by the MFR nurse, a copy of which was mailed to the MFR by the facility on 4/18/97. The device was reported to be available for analysis.